Event description:
Consumer complained that after a week of using the product, it had been making his gums numb. No medical attention was sought for this condition.

Manufacturer narrative:
The suspect product and a reserve sample were tested for adhesive performance as part of a complaint investigation. Both samples were determined to be operating within specification. No product deficiencies were identified.